Manufacturer narrative:
Date rec'd by MFR: 05/11/2019. Failure analysis on the returned cpu board shows that the piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of spec at 454 kohms. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21dec2018. The manufacturer¿s field service engineer (fse) confirmed the reported alarm issue. The fse replaced the defective central processing unit printed circuit board assembly to address the reported problem. The unit passed the required performance verification test.

Event description:
The customer reported an error code 1104 (backup alarm failed). There was no patient involvement. The event date was not specified; estimate used.